Event description:
It was reported that device entrapment occurred, and the tip of the guidewire separated. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.15mm rotapro and rotawire drive were selected for use. The rotation was platformed at 180,000rpm, but the maximum speed reached only reached 170,000rpm. Upon withdrawal, it was noted that the rotapro burr was entrapped with the rotawire. The devices were unable to be released and were removed as one unit. Consequently, a kink was observed, and a part of the distal tip of the rotawire was separated. The procedure was completed with the devices. There were no complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 76.5cm from the proximal end of the rotawire and that the spring tip was separated. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink near the proximal end of the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink near the proximal end of the rotawire and the spring tip was separated.